Manufacturer narrative:
The patient stated the v-go was hurting and burning while on her abdomen. The patient took it off and saw insulin fluid around the needle insertion site. The patient said she saw a flaming red deep wound on her abdomen, which is very painful. The patient said the area was red and irritating; the patient said it is so painful she cannot bend down. The patient went to the doctor about two days later. The doctor applied lidocaine to numb the area and bandaged the area. The patient is taking penicillin and applying antibiotic ointment to the area. . The patient said her doctor said it looks like an allergic reaction. The patient wanted to be contacted regarding the trade name of the adhesive and if the insulin leaking could have cause a reaction. Valeritas contacted the patient and informed her that the adhesive is an acrylic polymer that does not react with insulin. Adhesive is medical grade and hypoallergenic but some patients have a reaction. Patient was using humalog u200 pen to fill the v-go control # c780888g exp 05-2020. Serial # (B)(4). There is no evidence of a device failure in this report. The device was not returned for evaluation. Root cause cannot be determined based on the information provided; however it is likely the patient may be allergic to the medical grade adhesive and may have developed and infection since she was given antibiotics.

Event description:
The patient stated the v-go was hurting and burning while on her abdomen. The patient took it off and saw insulin fluid around the needle insertion site. The patient said she saw a flaming red deep wound on her abdomen, which is very painful. The patient said the area was red and irritating; the patient said it is so painful she cannot bend down. The patient went to the doctor about two days later. The doctor applied lidocaine to numb the area and bandaged the area. The patient is taking penicillin and applying antibiotic ointment to the area. . The patient said her doctor said it looks like an allergic reaction. The patient wanted to be contacted regarding the trade name of the adhesive and if the insulin leaking could have cause a reaction. Valeritas contacted the patient and informed her that the adhesive is an acrylic polymer that does not react with insulin. Adhesive is medical grade and hypoallergenic but some patients have a reaction. Patient was using humalog u200 pen to fill the v-go control # c780888g exp 05-2020. Serial # (B)(4). There is no evidence of a device failure in this report. The device was not returned for evaluation.